Manufacturer narrative:
Correction to g2 with information that was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the material remaining in the device could not be determined. It was unknown if deviation of the reprocessing method from the instruction manual could have caused the foreign material to have remained. No physical damage of the device was confirmed at the place where the foreign material remained. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-290 series operation manual ¿chapter 3 preparation and inspection¿. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual ¿chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited that the nozzle was clogged by foreign material. There was no patient involvement.